Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2b. Retainer ring=black. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked lcd window and cracked case (battery tube). The p-cap/reservoir does lock properly.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.